Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a 60 cycle noise on both channels after attaching the leads. Evidence is suggestive of abnormal electrical measurements on the device. The device was removed prior to pocket closure and another device was used to complete the procedure. No adverse patient effects were reported.